Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c06. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿unresponsive keypad¿ was confirmed. On 11-dec-2024, pcu was received unboxed and with paperwork. Some dents found on the rear case. Pcu failed keypad test in asft program due to bad communication between the keypad cable and the logic board connector caused by contamination on the logic board. Recommend bd san diego repair center replace the logic board and the rear case. Units will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive keypad. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c06. Annex d: d15. Additional information: annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿unresponsive keypad¿ was confirmed. On 11-dec-2024, pcu was received unboxed and with paperwork. Some dents found on the rear case. Pcu failed keypad test in asft program due to bad communication between the keypad cable and the logic board connector caused by contamination on the logic board. Recommend bd san diego repair center replace the logic board and the rear case. Units will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive keypad. There was no patient involvement.

Event description:
It was reported that the device had unresponsive keypad. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.